Manufacturer narrative:
The reported event of the solex 7 catheter (lot no 87369) was confirmed. A bonding leak was observed at the middle of serpentine balloon during functional leak test. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the middle of serpentine balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for solex 7 catheter with lot no 87369.

Event description:
As reported, during patient use, after insertion of the solex 7 catheter and start of therapy, the user observed blood in the solex 7 catheter. Solex 7 catheter was placed in the (B)(6) female patient's (weighed (B)(6)) left jugular vein. The catheter insertion was smooth and the procedure was performed in single attempt. The patient's primary cause for ivtm therapy was cooling after CPR. No other temperature management procedure was performed. The patient temperature at the start of ivtm therapy was 34°c, the target temperature was 32°c on max rate and the reported issue was noticed at 34°c. Per user, the solex 7 was used as a central venous catheter. Informed the user to change the catheter immediately. The current condition of the patient is ventilated and sedated. No patient consequences.